Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records and radiographs were provided and reviewed by a health care professional. Patient records indicate that the patients body type build was obese. Metal-on-metal articulation at the level of the medial compartment with resultant genu varus angulation of the knee, findings which can be seen with polyethylene wearing. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - unknown month and day in 1999. Concomitant medical products: kne-ascent-bearings-unk; p/n: unk, l/n: unk. Kne-ascent-femorals-unk; p/n: unk, l/n: unk. Kne-ascent-tibial trays-unk; p/n: unk, l/n: unk. Kne-ascent-patellas-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04283, 0001825034-2019-04285. Product location is unknown.

Event description:
It was reported that the patient has underwent an initial arthroplasty on an unknown date. Subsequently, the patient was revised due to ligament laxity. No additional patient consequences were reported.